Event description:
During implantation of mm si poly screw, the screws inner saddle that the rod seats into came free. The screw had to be removed from the patient with a hemostat. Situation resulted in a delay in excess of 30 min. Contact reported no adverse patient consequence as a result of this situation. Device #2. See also 1526439-2006-00193.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Events of this type are typically caused by excessive force placed on the screw during insertion or head manipulation.